Manufacturer narrative:
The customer reported that the cns (central monitoring system) froze up. When he rebooted the device it would not go into the nk software. The customer requested and was sent a configured hard drive. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) froze up. When he rebooted the device it would not go into the nk software. The customer is requesting a configured hard drive.